Event description:
The procedure was coil embolisation of right internal iliac artery prior to endovascular abdominal aortic aneurysm repair. The vessel was mildly calcified and moderately tortuous. During the procedure, when the physician was navigating a prowler select plus(606-s255x/15964786) over an unspecified guidewire (details unknown) which delivered through an unspecified guiding catheter (details unknown) to the desired position, it was noted that he had difficulty delivering the microcatheter due to resistance. Although the physician flushed the microcatheter with saline, the situation did not improve. The report did not indicate when and where exactly it occurred. It hasn¿t verified, but according to the physician, as he attempted to deliver the microcatheter to the target lesion many times, the hydrophilic coating of the prowler select plus might have been peeled. Therefore the prowler select plus was safely removed from the patient and was replaced for a new one(606-s255x, lot unknown), which was delivered to the target lesion without any resistance. The procedure was continued using the same guidewire and guiding catheter. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt.